Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The events of "hard nodules¿ and ¿inflammatory nodules" are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Device labeling: warnings: injection site responses consist mainly of short-term inflammatory symptoms starting early after treatment and lasting = 30 days. Refer to the adverse events section for details. Precautions: patients who are using substances that can prolong bleeding (such as aspirin, nonsteroidal anti-inflammatory drugs, and warfarin) may, as with any injection, experience increased bruising or bleeding at injection sites. Adverse events: the severity and duration of all isrs reported by > 5% of subjects who completed post-treatment diary forms after initial treatment are summarized in table 1 and table 2, respectively. Subjects reported the severity of their isrs as mild, moderate, or severe. Most of the individual isrs were mild to moderate in severity and lasted less than 1 week after initial treatment, asymmetry correction, and repeat treatment with juvéderm vollure¿ xc; some of the isrs lasted 8-30 days. The most common isrs that lasted for 8-30 days after initial treatment were: firmness (42.6%, 46/108), lumps/bumps (36.0%, 36/100), and discoloration (24.2%, 8/33). For most of the individual isr types, subjects reported significantly fewer severe isrs for juvéderm vollure¿ xc than for the control product. The incidence of isrs reported after the asymmetry correction/repeat treatment was generally lower than that reported after initial treatment (table 3). All asymmetry corrections (if needed) and repeat treatments were performed with juvéderm vollure¿ xc. In general, aes at the nlfs after asymmetry correction/repeat treatment were similar to those after initial/touch-up treatment. Within the juvéderm vollure¿ xc randomization group, after asymmetry correction/repeat treatment, 20 aes were reported in 10.8% (10/93) of nlfs, with the most common ae being injection site induration (firmness) in 7.5% (7/93) of nlfs. All other aes occurred in < 5% of nlfs and included injection site mass, pain, bruising, erythema, discoloration, and swelling. A majority of the aes after asymmetry correction/repeat treatment in nlfs originally treated with juvéderm vollure¿ xc were mild (20.0%, 4/20) or moderate (45.0%, 9/20) in severity, required no action to be taken (100%, 20/20), and resolved without sequelae (65.0%, 13/20). Some aes after asymmetry correction/repeat treatment were severe (35.0%, 7/20). After asymmetry correction/repeat treatment, seven aes were ongoing at the end of the study and included injection site induration, mass, swelling, bruising, and discoloration. These aes did not require treatment. Subjects were monitored throughout the study for any adverse events (aes) by the investigator. Aes that were related to the study device/procedure were recorded. Expected aes, listed in the directions for use (dfu), were only reported as aes if the events were assessed to be more severe or more prolonged than routinely observed. After repeat treatment, subjects completed a 30-day safety diary to record the severity and duration of any injection site responses (isrs). No device/procedure-related ae was observed after the initial/touch-up treatment. Forty-one subjects completed the 30-day safety diary after repeat treatment. The most frequently reported isrs in the diaries were swelling (87.8%, 36/41), firmness (80.5%, 33/41), and tenderness to touch (78.0%, 32/41). The majority of isrs were mild or moderate and resolved within 3 days (table 5). One device/procedure-related ae was observed after repeat treatment. The subject experienced redness around the mouth, swelling, and lower sensibility requiring treatment with corticoid ointment; the ae symptoms resolved in 51 days. Juvéderm vollure¿ xc has been marketed outside the us since 2011 as juvéderm volift® with lidocaine. The following aes were received from postmarket surveillance on the use of juvéderm vollure¿ xc outside the united states and were not observed in the clinical study; this includes reports received globally from all sources including scientific journals and voluntary reports. These aes, with a frequency of 5 events or more, are listed in order of prevalence: inflammatory reaction, skin nodule, loss/lack of correction, hematoma, allergic reaction, necrosis, infection, flu-like symptoms, paresthesia, migration of device, abscess, drainage, herpes, malaise, headache, and anxiety. In addition, 1 report of blurry vision after injection in the periorbital area, 1 report of blurry vision after injection in an unspecified area, and 1 report of stroke after injections in an unspecified area with multiple dermal fillers were reported. In many cases the symptoms resolved without any treatment. Reported treatments for these events included the use of (in alphabetical order): analgesics, anesthetics, antibiotics, anti-allergy medications, antifungal, antihistamines, anti-inflammatory medications, antiviral, arnica, aspiration, drainage, hyaluronidase, ice, massage, nitrates, oral and topical corticosteroids, and warm compress. Outcomes for these reported adverse events ranged from resolved to ongoing at the time of last contact.

Event description:
Healthcare professional reports "hard nodules" and inflammatory nodules at the injection sites 4 months after injection with 3 syringes of juvéderm vollure¿ xc to the nasolabial folds and marionette lines. The patient was treated with "hylenex." The symptoms are "getting better" but ongoing at this time.